Event description:
It was reported the pt's scs ipg does not communicate with external devices. An sjm representative met with the pt and found the pt has not charged his ipg in approximately eight months, the ipg battery is depleted. The pt stated he does not plan to have his ipg replaced at this time because he is no longer experiencing any pain.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.